Manufacturer narrative:
MDR 2518422-2024-21296 is the original report associated with this device. A duplicate report has been submitted for this device. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021 h3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received informationnose irritation respiratory tract irritation dizziness and/or headache hypersensitivity asthma (new or worsening) inflammatory response reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.